Event description:
On 9-29-99 the account reported an axsym phenytoin result of 0.75 ug/ml. The physician questioned the result. The sample was repeated and was 18.4 ug/ml. There was no impact to pt mgmt.